Event description:
Performed testing on pt samples using the reagents contained in the amplicor hiv-1 monitor test, v1.0 and the thermalcycling parameters specified in the package insert for the amplicor hiv-1 monitor test, v1.5. The thermocycling parameters for the two versions of the test are not identical and the formulations of the reagents are also different. The amplicor hiv-1 monitor v1.0 assay is designed to quantitate hiv-1 subtype b while amplicor hiv-1 monitor v1.5 is designed to quantitate hiv-1 subtypes a through h. Results for 63 pts were reported before the laboratory detected their error. The results for the 63 samples were reviewed by the medical staff within the customer's facility. The labeling provided with both versions amplicor hiv-1 monitor test is correct. The customer mixed up the v1.5 thermocycling parameters with the v1.0 reagents. The amplicor hiv-1 monitor test, v1.0 and v1.5 are both intended for use in the quantitation of hiv-1 rna titers in the pts known to be infected with hiv. However, since the v1.0 test accurately quantitates. Only subtype b, the hiv-1 rna titers for an individual infected with hiv-1 subtypes a, c-h could be incorrect leading to a potential change in therapy.